Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day as the event onset, the patient was hospitalized due to the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, ongoing), amikacin injection (start dose of 500mg, followed by 100mg in one bag, intraperitoneal, ongoing) and meropenem injection (1gm, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was reported that patient retraining was not done yet. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital and antibiotic treatment with amikacin and meropenem were discontinued 11 days after the event onset. On an unknown date, antibiotic treatment with vancomycin was discontinued and the patient has recovered from the events. Patient retraining was completed. Should additional relevant information become available, a supplemental report will be submitted.